Event description:
Information received by medtronic indicated that the insulin pump had crack in case. It was reported that the insulin pump was backside near beltclip rail. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rail found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, cracked overlay, cracked battery tube threads and scratched case. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.